Event description:
Event description cpi received information that this possis sutureless myocardial lead was removed from service. The patient was experiencing low impedance measurements and had several nonsustained events. The physician elected to perform an invasive procedure to replace the entire system, the leads and implantable cardioverter defibrillator (ICD), the ICD was at ert (elective replacement time). Two possis leads both model 4320 serial 014462 and 014463 were involved in the patient's lead system, cpi is unable to determine which serial has the problem, therefore will report on serial 014462 at this time. Update july 17, 1997; reliability assurance testing found the implantable cardioverter defibrillator (ICD) to have depleted prematurely.